Event description:
The penumbra system reperfusion catheter 032 kinked in two places and made it difficult to use. The physician had to replace the catheter during the procedure.

Manufacturer narrative:
Device investigation: results: there are two kinks in the proximal section of the shaft at 9.1 and 13.3 cm from the hub/shaft joint. A 0.032" mandrel was introduced into the hub and advanced distally. The advancement was stopped by the kink at 9.1 cm. The catheter is non-functional. Conclusion: the kinks noted in the complaint are confirmed. Improper handling during removal from packaging and preparation for use can result in this damage. Given the minimal information about the complaint in the description, it is difficult to determine the precise cause of the kinks.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.